Event description:
The customer contact reported backflow. On an unspecified date, an unspecified primary tubing set was being used to deliver an unspecified medication via a symbiq pump. After an unspecified length of time, the customer contact reported that the nurse noted a backflow issue. No specific event details were provided. Though requested, no additional info was provided including if there was any reported adverse pt effects, reported delay of therapy critical to this pt or if medical interventions were required.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.